Event description:
It was reported that three days post implant the right ventricular (rv) lead became dislodged and exhibited non capture and undersensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.